Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged dso seal. During the functional testing, the customer reported issue was able to be duplicated. The problem was found to be a defective latch. The latch was replaced as well as the dso seal. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device had a broken latch. There was unknown patient involvement and unknown patient harm/ unknown adverse event reported.